Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Blood glucose was in the mid 200s mg/dl. After the alarms, infusion set was changed and insulin delivery was resumed. As the occlusion alarms occurred in the past, tandem technical support was unable to determine a cause of the occlusions.